Event description:
It was reported that noise and oversensing were detected on the electrocardiogram. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that noise and oversensing were detected on the electrocardiogram. It was later reported that the monitor showed ventricular and atrial arrhythmias, but on the electrogram (egm) they were all noise. The monitor was removed per the patient's request and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.